Event description:
It was reported that the user had difficulty scanning their glucose sensor with the ilet system due to using a freestyle libre 3 sensor instead of a freestyle libre 3 plus, resulting in incompatibility and inability to obtain sensor readings. No reported adverse clinical symptoms were reported. Outcomes included no alerts or alarms and no medical intervention. User support included troubleshooting and education on compatible sensors and confirmation of the sensor model on the packaging. Investigation of this case revealed use of an incompatible sensor model, with the device operating as designed when paired with compatible sensors. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incompatible third-party sensor selection.